Event description:
It was reported that the patient presented in clinic for routine follow-up with complaints of diaphragmatic stimulation, the pulse generator exhibited backup vvi operation upon software upgrade attempt. It was noted that a device software download was performed successfully. Programming modifications were performed on the device. No further information was reported.